Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. It was reported that the stent graft had migrated and a type ia endoleak was present due to neck dilation. An intervention was performed. A 32 cuff and four aptus endoanchors were implanted and the event resolved. No additional clinical seqeulae were reported and the patient was fine.